Event description:
It was reported by end user that he ran into the wall and that the tdxsp-cg power chair is fluctuating in speed. Which when the incident happened he had broken the joystick mounting hardware.